Manufacturer narrative:
Section d4: correction. Section f9: the correct approximate of the device is 7 months 19 days (calculated from the manufactured date). Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. The submitted log file contained approximately 42 days of data from (B)(6) 2019 to (B)(6) 2019, per the timestamp. A no external power alarm appear to be associated with a loss of ac power while the controller was connected to a mpu was recorded on (B)(6) 2019 at 03:12am. The pump parameters were not affected during the incidents and the system was supported by the backup battery. Review of the device history records found that (B)(6) was manufactured with the v-lock ac connector. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document # (B)(4) , rev d, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 months & 11 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient visited clinical for a follow up, and denies low voltage alarms. Low voltage alarms noted on interrogation. Mean arterial pressure(maps) 70s - low 80s. During the analysis of the log files it was observed that there were multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. Additional information as of 10arp2019: power cord did not become loose at the wall/outlet or the back of the unit per patient. No known environmental circumstances that would have affected a/c power at the time of the event per patient. No further information provided.